Manufacturer narrative:
The device did not return for investigation. If the device is returned an investigation will be performed and a follow up report will be submitted.

Event description:
It was reported the instrument was defective. There was a delay in the case by 30-minutes. No additional information was provided.